Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 07/15/2024. An investigation was conducted on 10/29/2024. Photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The jaws were observed in a closed state. There were no visual defects observed on the intact heater wire. Peeling of the inside of the jaw was observed. No other visual defects observed. An investigation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the gray cold jaw insulation. The gray hot jaw silicone insulation was observed to be intact. The heater wire was observed to be intact. The heater wire was raised to observe the inside of the hot jaw insulation. Peeling was observed. No other visual defects were observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was confirmed. The lot #3000402378 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a piece of the vasoview hemopro vh-3500 silicone jaw became dislodged. A small piece which coats the wire came loose at the very end of the case and dropped in the leg. The piece wasn't retrieved. They couldn¿t find the piece of detached silicone. No additional incisions were required. They were working on a setting of 3 and the tips were loaded up. There was no delay to the case, and they didn't open a new kit. No harm. Per photo provided by the complainant, it is observed that the harvesting tool and c-ring devices were in the harvesting tunnel. It is observed the jaws of the device are closed, and a piece of the silicone is detached between the jaws. The c-ring is observed to be intact.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.